Event description:
Covidien received info stating that an 840 ventilator has a loss of breath delivery (bd) to graphical user interface (gui) communication issue. The ventilator failed during setup. There was no pt involvement. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) found that the bdu central processing unit (cpu) failed. The cse replaced the bdu cpu and loaded ak software. The cse also ran all calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt). All tests passed. Unit is operating to factory specs. (B)(4).